Manufacturer narrative:
H10. H3, h6: visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. The upper jaw hinge can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. The probable root cause for the upper jaw hinge to break could be due to torquing the device excessively and placing too much force on the hinge and upper jaw. If the hinge is broken, the orange trigger can no longer control the upper jaw and the surgeon will have incomplete stitch. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an knee arthroscopy one handpiece broke while using and a metal piece fell in the knee but was recovered. The procedure was completed with a backup device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.